Manufacturer narrative:
(B)(4). Lot 17a006 was manufactured january 7, 2017 ¿ january 9, 2017. One actual folusor unit was received for evaluation. Upon receipt, visual inspection on the folfusor unit via the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened red luer cap. The red luer cap is not a baxter product. A functional leak test was subsequently performed by filling the unit with green colored water. After fill, the red luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed. Baxter¿s blue winged luer cap was also used during the leak test and no evidence of leak was found. . A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in a small volume folfusor after filling with 4250 mg of 5fu and 3ml of nacl. Fill volume was 97ml. This issue occurred before use. There was no patient involvement. No additional information is available.